Manufacturer narrative:
The device was received by the resmed (B)(4) and an evaluation was performed. The evaluation determined that the device system fault 180 was triggered due to a software timing issue within the main circuit board (pcb). Further technical evaluation found an electrical fault on the main pcb. The device was serviced to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that a system fault (sf 180) occurred on an astral device indicating a battery charger fault. There was no patient injury reported as a result of this incident.